Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging electrical smell from the device and dry throat upon awakening. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging electrical smell from the device and dry throat upon awakening. There was no report of patient serious harm or injury. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. The manufacturer service center concludes that they couldn't confirm the customer's allegation. During the evaluation, secondary findings tobacco contamination on the pca and in the blower box was observed. There was no error code found. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: device available for eval?, date returned to mfg has been updated. In box g: date received by mfg has been updated. In box h: device available for eval? Has been updated. In box h6: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.